Manufacturer narrative:
The adverse event is filed under aesculap reference no. Xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Additional information was not provided.

Event description:
The patient underwent revision total knee arthroplasty of the right knee for loosening of prior components. A midline incision and medial parapatellar approach were performed, and the femoral and tibial bone were prepared using standard instruments. The femoral and tibial components were implanted using third-generation cement technique (vacuum sealed). A tibial tray and polyethylene insert were placed, followed by patellar button placement. During the procedure, bone cuts, trialing, and implantation proceeded as expected with no reported intraoperative complications. Final inspection confirmed appropriate fit and stability of the components, with no evidence of malalignment or improper fixation. The patient tolerated the procedure, was awakened from anesthesia, and transferred to pacu in stable condition.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Additional information: d1, d2 suspected medical device updated. D4 additional device information updated. F9 approximate age of device. 3a patient sex. B5 adverse event updated. D6a d6b, implant and explant date. B7 relevant history, preexisting conditions. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). B5 - description updated. B6 - test results. B7 - patient medical history. D6 - explant date.

Event description:
Update: revision surgery and implantation of non-aesculap devices was performed on (B)(6) 2025. Contracture of the right knee and ankylosis postoperatively was found, and manipulation of the knee joint under general anesthesia was performed on (B)(6) 2025.

Manufacturer narrative:
The adverse event is filed under aesculap reference no. (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Additional information: b6: test results, b7: patient medical history, f10: codes updated.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Investigation results: the complained medical device was not made available for investigation. The investigation was based upon batch history review, historical data analysis, event description and review of a pictures.the provided pictures show the following situation: the femoral component (nx033z) as well as the tibial component (nx055z) shows only less and partial bone cement on the intended area. The meniscal component is still fixed on the tibial component. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that there are no similar complaints filed against the affected batch number. Conclusion/preventive measures: on the basis of the current information and without the complained medical device being available for investigation, a clear root cause cannot be drawn. In the event that the complained medical device will be provided for investigation in the future, an update of this report will be provided unsolicited.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.